Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, returning problematic pump within 10 days, and setting up pump settings and continuous glucose monitor on replacement device.